Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion and tamponade occurred. Procedure was aborted. It was reported that versacross connect access solution selected for left atrial appendage closure (laac) procedure. The physician was unable to access the left side of the heart due to transeptal defects. During the attempt, the patient experienced a drop in blood pressure, and a pericardial effusion with tamponade was identified at the base of the left ventricle (lv). It was suspected that the cause was due to multiple drops onto septum when attempting to achieve access to the laa. Procedure was aborted after effusion was discovered. Pericardiocentesis was performed successfully removing approximately 300 cc of fluid to treat the effusion. The patient pressures went back to normal. The watchman device was not implanted, and the patient was discharged the next day. The patient expected to return home by 18dec2025.the physician plans to reattempt laac procedure at a later date. The device is not expected to return as contaminated.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: boston scientific is on the attempts to retrieve the device; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the versacross connect laac access solution device confirmed that the events of cardiac tamponade, pericardial effusion, hypotension and additional intervention are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of cardiac tamponade, pericardial effusion, hypotension are known inherent risks of the versacross connect laac access solution device. Cardiac tamponade, pericardial effusion and hypotension are an expected procedural complication addressed within the IFU for the device. As the device did not return for analysis, the reported allegations could not be confirmed.

Event description:
It was reported that pericardial effusion and tamponade occurred. Procedure was aborted. It was reported that versacross connect access solution selected for left atrial appendage closure (laac) procedure. The physician was unable to access the left side of the heart due to transeptal defects. During the attempt, the patient experienced a drop in blood pressure, and a pericardial effusion with tamponade was identified at the base of the left ventricle (lv). It was suspected that the cause was due to multiple drops onto septum when attempting to achieve access to the laa. Procedure was aborted after effusion was discovered. Pericardiocentesis was performed successfully removing approximately 300cc of fluid to treat the effusion. The patient pressures went back to normal. The watchman device was not implanted, and the patient was discharged the next day. The patient expected to return home by (B)(6) 2025.the physician plans to reattempt laac procedure at a later date. The device is not expected to return as contaminated. It was further reported the versacross device was not inside the patient body when patient complication begun. The versacross device did not caused issue or malfunctioned during the procedure. In the physician opinion, it was not believed that access solutions (transseptal products) contributed to the patient complication. There was no transeptal issue. The patient hospitalized was not stayed beyond standard care of time. Patient discharged time was unknown. It was further confirmed that the patient was discharged but the date was not disclosed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion and tamponade occurred. Procedure was aborted. It was reported that versacross connect access solution selected for left atrial appendage closure (laac) procedure. The physician was unable to access the left side of the heart due to transeptal defects. During the attempt, the patient experienced a drop in blood pressure, and a pericardial effusion with tamponade was identified at the base of the left ventricle (lv). It was suspected that the cause was due to multiple drops onto septum when attempting to achieve access to the laa. Procedure was aborted after effusion was discovered. Pericardiocentesis was performed successfully removing approximately 300cc of fluid to treat the effusion. The patient pressures went back to normal. The watchman device was not implanted, and the patient was discharged the next day. The patient expected to return home by (B)(6) 2025.the physician plans to reattempt laac procedure at a later date. The device is not expected to return as contaminated. It was further reported the versacross device was not inside the patient body when patient complication begun. The versacross device did not caused issue or malfunctioned during the procedure. In the physician opinion, it was not believed that access solutions (transseptal products) contributed to the patient complication. There was no transeptal issue. The patient hospitalized was not stayed beyond standard care of time. Patient discharged time was unknown.